Event description:
It was reported that during surgery there was an event of where the lead was unable to be implanted and the helix failed to extend e. The lead was replaced and the surgery concluded successfully. The patient was stable.